Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. (B)(4). The cause was undetermined. If any additional information is received, a follow-up will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a flo-gard infusion pump was found to have experienced one occurrence of the alert 12. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.